Manufacturer narrative:
The device was returned to olympus for evaluation and the additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of u/d knob is out of the standard value; bending section cover has a scratch; adhesive on bending section cover has a chip; adhesive on bending section cover has white-clouded area; universal cord has a scratch; light guide lens has a crack; connecting tube has a scratch; connecting tube has a dent; connecting tube has a wrinkle. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with clean lint-free cloths, brushes or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility returned the olympus gastrointestinal videoscope to the olympus service center for inspection. Upon inspection and testing of the returned device, it was observed. That the distal end cover had foreign material. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: h6, h10 this report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be conclusively specified. There were no reported deviations from the instructions for use (IFU) regarding reprocessing but it was noted that the area where the material was detected was deformed. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.